Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). It was further reported that no pre-dilatation was performed. It should be noted that the IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, the failure to pre-dilate the lesion contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that seven days post direct stenting in the first obtuse marginal artery with a 2.5x28 xience v stent, the patient experienced chronic systolic congestive heart failure, which was treated with medications. The patient died on 8/03/2010, approximately 6 month post procedure. The death certificate reports the cause of death as congestive heart failure and chronic obstructive pulmonary disease. Though requested, there was no additional information provided.